Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a knee replacement surgery then had to go to the ER because of severe pain. It was noted that the stimulator ¿started firing¿ and made it worse causing horrific pain. The patient also mentioned that they got shingles. The manufacture representative was contacted to turn the device off. In the last week the nerve issues have quieted down. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
"Nothing to do with sns pain caused by have block performed for knee replacement surgery"